Event description:
It was reported that there was an implant attempt with two different left ventricular (lv) leads. Due to anatomy the leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on all conductors (not obstructed); full lead returned and analyzed. (B)(4): no anomalies found, however blood was noted on distal conductor (not obstructed); full lead returned and analyzed.